Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, cloudy pd effluent, and facial edema. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for facial edema (unknown date). The same day as event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 5th day, ongoing) and ceftazidime injection (500mg, intraperitoneal, once daily, ongoing) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovering from the events. No additional information is available.